Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method insulin therapy, but does not have long lasting insulin. The customer would reach out to their hcp to obtain a backup method of insulin therapy.